Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the issue resolved after controller exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was a backup battery (bub) fault alarm. The plan was to meet for a system controller change out, but the patient was able to get it to clear by performing a controller check on the mobile power unit (mpu). At a later date, due to multiple bub fault alarms persisting, a controller swap out was conducted in outpatient clinic.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was not confirmed as log files were not submitted and the reported event was unable to be reproduced during testing of the returned heartmate 3 system controller serial number (B)(6). The heartmate 3 system controller passed all functional testing procedures and successfully operated in a mock circulatory loop for an extended period without issue. Log files were also extracted from the controller prior to testing and did not capture any atypical events or alarms; the pump operated as intended throughout the data. Throughout testing procedures, the backup battery passed multiple load tests and atypical alarms were not able to be reproduced. A root cause for the reported event was not conclusively determined through this analysis. A corrective and preventative action (CAPA) was opened to further investigate this issue. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including backup battery fault alarms, and the actions to take if the issue does not resolve. The heartmate 3 IFU section 2, entitled ¿system operations¿, describes the backup battery installation process. Section 5, entitled ¿surgical procedures¿, also explains how to properly install the backup battery in the system controller. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.